Event description:
Event description boston scientific received information that this guidant implantable cardioverter defibrillator (ICD) had displayed elective replacement indicator (eri) after 46.7 months of service. Concern was expressed regarding the longevity of this device. To date, there have been no reported patient symptoms associated with this clinical observation.